Event description:
It was reported that data points were missing from the continuous glucose monitor graph. Customer experienced a low blood glucose (bg) level of 115-330 mg/dl. No additional information was provided for alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.